Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Labeling indicates: for detecting trends and tracking patterns in persons (age (B)(6)) with diabetes. The system is intended for single patient use and requires a prescription.